Event description:
It was reported the patient had a refill on (B)(6) 2013 and it was normal for the patient to have to wait for 8 hours to get a bolus after refill however the patient couldn¿t get a bolus since friday. The patient was getting an `8503 code since friday. The patient had an appointment to see the hcp today (B)(6) 2013 at 1:45pm but the hcp¿s office is 45 miles from the patient¿s home. The patient reported that since friday he was not sure if the pump was working at all because he was in ¿terrible pain¿ since friday. It was also noted the patient had nerve damage. The pump was used to deliver dilaudid. Additional information has been requested, but had not been received as of the date of this report. Additional information later reported the pump was refilled by the dr.¿s assistant. It was on a friday and the patient believed it was the weekend of (B)(6). The patient¿s ptm would not work and the patient reported it was ¿deactivated¿. The patient thought he was told it would not work for 7 hours but it was much longer. Per the patient he was programmed to get a bolus every 4 hours. The bolus duration on the patient¿s last printout was 70.38 hours. The patient reported his ptm was currently working.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID n EU_ptm_prog, serial # (B)(4), product type programmer, patient. (B)(4).